Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 2 months after implantation. The patient has history of tobacco use, bruxism, and diabetes. The doctor noted periodontal disease during explantation. The patient has recovered without complications.